Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump battery could not be charged and the customer received multiple power source alerts. Customer will continue to use pump for insulin therapy, however, a replacement pump was sent to customer.